Event description:
Per the info provided to co by the physician/surgeons office, the device was removed as it has "migrated into the urethra." Additionally, it was reported that the "pt had urinary diversion."